Event description:
It was reported that after ventricular refractory there was a ventricular pace due to an oversensing issue with unipolar leads. The device was reprogrammed to increase sensitivity and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: implantable pacing lead; product ID 4965-15, implanted: (B)(6) 2013; implantable pulse generator addrs1, implanted: (B)(6) 2013. (B)(4).